Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a bolus amount that was more than expected. Upon inspection of the pump settings, the customer was unsure if the correction factor was entered into the pump correctly. The customer's blood glucose (bg) level ranged from 135-280 mg/dl. Reportedly, the customer reached out the healthcare provider to confirm the correct pump settings.